Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h10. Reported issue: on november 26, 2019, it was reported that the device was in need of repair since it could not properly mesh. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the meshgraft ii by zimmer biomet japan on december 10, 2019 revealed that the cutter failed and required replacement. Repair of the meshgraft ii was performed by zimmer biomet japan on december 10, 2019 which included replacement of the cutter. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet japan it was noted that the cutter failed and required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental or final medwatch will be filed.

Event description:
It was reported that the meshgraft ii was in need of repair as it cannot produce a proper mesh. The event occurred during surgery. No harm and no delay reported. No adverse events were reported as a result of this malfunction.